Event description:
The client reported that the permolock pins used for securing the wheelchair into the permolock locking device had fallen off the wheelchair. Manufacturer inspected the wheelchair and the pins appeared to have been installed properly with the proper nut. The likely cause of the event is that the dealer loosened the pins in order to ensure the pins locked into the permolock base instead of adjusting the base to fit the pins. The permolock manual provides detailed instructions on how to adjust the base to fit the pins. Client was not injured and there was no adverse incident. The permolock includes a safety device that will provide notice to the client when the wheelchair is not locked into the permolock.

Manufacturer narrative:
Manufacturer inspected the wheelchair in january 2012. The permolock pins used to lock into the permolock base for securing the wheelchair had fallen off the wheelchair. The nuts used to secure the pins met product specifications. The likely cause of the incident was that the dealer loosened the pins in order to ensure the pins locked into the permolock base instead of adjusting the base to fit the pins. The permolock manual provides detailed instructions on how to adjust the base to fit the pins. Client was not injured and there was no adverse incident. The permolock includes a safety device that will provide notice to the silent when the wheelchair is not locked into the permolock. Manufacturer re-installed the pins.